Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a smiths medical, cadd-legacy plus, mdl 6500, was alarming. No disposable pump won't run" per reporter residual volume given was 92ml. No adverse patient effects were reported.